Event description:
Additional information from the patient reported the issue had not been resolved and they do not know the cause of the lead break. There is no further information.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v680132, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A patient reported one of the lead is broken. The patient said the device was checked by a healthcare professional (hcp) and a manufacturer representative (rep) and it is "totally not working." The patient noted they rep had them do an x-ray which confirmed the lead was broken. During the call the patient mentioned that the lead was broken and at a another point she mentioned the lead was disconnected from the implantable neurostimulator (ins). The patient stated they want the device removed. There has not been any dates set for device removal. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
(B)(4).

Event description:
A patient reported they were having pain an the implant site. They turned their stimulation off and the pain is still there. The patient wants the implantable neurostimulator (ins) removed. The ins was indicated for urinary dysfunction/sacral nerve stimulation. Additional information from the patient reported the broken lead has not been resolved and they had the interstim checked. The patient stated there was no steps taken to resolved the broken lead. The patient added they have no idea why the lead broke, but they felt it was not working for months before the manufacturer representative (rep) checked the lead with an x-ray. The patient noted the pain at the implant site has not been resolved, the patient stated they have constant pain in that butt cheek and it shoot down their leg. The patient stated they were told the lead could be reattached, but they just want to have the device removed. There was no date set for device removal. The patient stated they wish they knew the circumstances that lead to the lead breaking. The patient added they really need to get it removed because it is hurting their lower back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.